Manufacturer narrative:
The harm code for hypoglycemia has been deleted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer's high blood glucose was 403 mg/dl. Customer gave himself 30 units and it got down 203 mg/dl. Customer stated that after breakfast the blood glucose value was 236 mg/dl. Customer's current blood glucose value was 271 mg/dl and 262 mg/dl. The customer treated their high blood glucose with manual insulin injections. The customer declined to troubleshoot for the high blood glucose incidents. No harm requiring medical intervention was reported. The pump will not be returned for analysis.